Manufacturer narrative:
Follow-up: (B)(6) 2016 - a review of pump data by tandem technical support indicated cartridge (which uses humalog) is changed approximately every 4 days and site cannula is changed every 5 days. Multiple follow-up attempts were made to discuss pump data; however, tandem technical support was unable to make contact with customer. Follow-up: (B)(6) 2016 - customer met with tandem representative and confirmed that cartridge is used beyond 3 days. Customer was reminded that humalog is indicated for use up to 48 hours and should be used as labeled. Tandem representative provided additional pump training and customer initially reported that blood glucose levels improved, but later were elevated again. Recommendation was made to consult with endocrinologist regarding pump setting adjustments. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels; however a specific blood glucose value was not provided. Customer changed supplies and consulted with health care provider to adjust pump settings in order to address bg levels, but still had issues controlling bgs. During troubleshooting with tandem customer technical support, the pump performed as intended.